Manufacturer narrative:
The philip¿s field service engineer (fse) inspected the unit on site and verified the information provided and was unable to confirm touchscreen error. Fse indicated device is suffering from multiple critical errors including errors consistent with ventilator restarted due to anomalies detected during operation., backup alarm failed, alarm light emitting diode (led) failed and auxiliary alarm supply failed. Fse has ordered additional parts and requesting a follow up. Philip¿s fse confirmed multiple critical errors including errors consistent with ventilator restarted due to anomalies detected during operation., backup alarm failed, alarm led failed and auxiliary alarm supply failed. Replaced the central processing unit (cpu) and errors remained. Reinstalled original cpu and discovered power management (pm) pcba has electrical damage near the coil. Replaced the pm pcba and performed a full performance verification. Unit successfully passed all testing and is approved for use. Power management (pm) printed circuit board assembly (pcba) was returned for failure investigation. Visual inspection of the returned power management (pm) pcba revealed no evidence of damage or contamination. Tests were performed and the r31 solder crack open on the pm pcba created 111b, 1115, 1201 and 1104 error codes. The device was in clinical use when the issue occurred however, device was not providing therapy, it was being set up for use. No patient or user harm was reported.

Event description:
The customer contacted technical support (ts) stating the unit's touchscreen is not responding and cannot turn off the unit. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.